Event description:
It was reported that unspecified issues were encountered during implant of this right ventricular (rv) lead and the patient was reported to have developed pericarditis. The patient reported undergoing a revision procedure on an unknown date. Subsequently, the rv lead exhibited increased threshold measurements and increased pacing impedance measurements from 650 ohms to 1,643 ohms. The increased pacing impedance measurements were noted to have been a slow rise over the last year. No noise was observed with patient isometrics or pocket manipulations. The lead configuration was reprogrammed to unipolar and threshold measurements were noted to have decreased and pacing impedance measurements of 649 ohms was observed. The physician plans to continue monitoring. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that unspecified issues were encountered during implant of this right ventricular (rv) lead and the patient was reported to have developed pericarditis. The patient reported undergoing a revision procedure on an unknown date. Subsequently, the rv lead exhibited increased threshold measurements and increased pacing impedance measurements from 650 ohms to 1,643 ohms. The increased pacing impedance measurements were noted to have been a slow rise over the last year. No noise was observed with patient isometrics or pocket manipulations. The lead configuration was reprogrammed to unipolar and threshold measurements were noted to have decreased and pacing impedance measurements of 649 ohms was observed. The physician plans to continue monitoring. No additional adverse patient effects were reported. This device remains in service. Attempts were made to obtain additional information related to the report of pericarditis and the subsequent revision procedure, however, no additional information was able to be obtained. It was reported that this rv lead exhibited continued high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.